Manufacturer narrative:
Product complaint # (B)(4). Batch number: r57h3n. Investigation summary: one photo was provided; the picture shows a white reload with the staples retainer loaded. The sled can be seen on its home position. Under the reload a tyvek can be seen. The lot number r40917 and the expiration date 2021-02-28 can be seen. Based on the photo alone the event describe cannot be confirmed. The analysis results showed that one gst60w reload was received partially fired, with the pan detached from the proximal end. It is also possible that handling by the customer could dislodge the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Additional information requested and received: did the silver metal part detach outside or inside of the patient? If it detached inside of the patient, was the silver metal part and all other pieces removed from the patient? Not used on patient.

Event description:
It was reported that at the tip of the reload(and at the side the retaining cap attached), silver metal part is detached to the reload. No patient consequence reported.